Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the issue was the video setting selection at startup. The customer reported that someone had messed with the settings, and it was left there for the next person. Once the setting has been set, they should not have to change them and should default to that condition. The issue was resolved, and the device was now working as intended. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high-definition liquid crystal display monitor's picture in picture was not defaulted on the monitor. The issue occurred during preparation for use for an unknown procedure. The procedure was completed using a same set of equipment. There were no reports of patient harm.